Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) exhibited a fault code at a follow-up examination. The fault code was cleared only to reappear weeks later. Review of device history revealed an extremely high number of recent nonsustained episodes, attempted shocks, and manual diverts.